Manufacturer narrative:
The product implicated is a catheter. The product returned for eval appears to be a 4.2fr s/1 pediatric catheter. However, it is incomplete. The distal end of the 4.2fr catheter tubing broken off and not returned with the sample. The overall length of the straightened catheter is 10". There is a permanent bend in the tubing just distal to the clamping area. The lumen appears to be clear. There is dark blood and tissue residue on the cuff. There is tape gum residue on the luer hub and clamping reinforced tubing area. The occlusion clamp is not present on the sample. The identifying print has been removed from the clamping area. A lot history review is not possible since the product code and lot number are unk. Notes in the file indicate that when removing the catheter with low force, the catheter tore after approx 3cm of smoothe passage. The catheter detached distal to the cuff and embolized to the left pulmonic artery truncus. The embolized piece of catheter tubing was removed through a heart catheter from the left pulmonary artery. It is not mentioned how long the catheter was in place, or if there were any complications that necessitated the removal of the catheter. The initial eval and decontamination shows the sample to be patent to flushing. This is verified upon further eval. A 12cc syringe filled with water is connected to the catheter hub. The catheter flushes and aspirates properly. The distal tip of the tubing is occluded with the fingers and the catheter is pressurized until the tubing bulges. No leaks are seen as the pressure is sustained. The tubing is examined tactually. The intermediate tubing is compressed and weakened near the reinforced tubing fillet. Flat clamping marks are seen on this area from the reinforced fillet to approx 1" toward the bifurcation. The printing on the catheter instructs the user to clamp on the reinforced area only. The broken distal end of the 4.2fr tubing is wavy as from recoil. The break occurs 1.2" distal from the intermediate tubing fillet. The broken end is viewed under 10x magnification. It appears granular, broken, and irregular. This is typical of a tensile fracture. The small 4.2fr tubing can be broken under as litle as 1.5lbs of force. The distal end of the catheter may have been captured in a thrombosis or a fibrin sheath. However, the retrieved distal fragment was not returned for examination. The instructions for use warns of these risks. The subcutaneous catheter breakage is confirmed, and should be considered user-related due to evidence of a tensile break. The difficulty experienced by the user during catheter removal may be attributed to a blood clot or fibrin sheath encapsulating the distal end of the catheter tubing.

Event description:
When removing the catheter with low force the catheter was torn after smooth passage of approximatley 3cm & after complete detachment of the distal piece of the cuff, which was afterwards carried by the blood flow into the left pulmonic artery truncus.